Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d9. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report for ECG failure message was observed during review of the device data logs. However, the device was put through extensive testing including stressing with the returned ECG cable without duplicating the report. The multifunction cable receptacle was replaced as a precaution. The customer's report for device shutting off automatically was not replicated or confirmed. The device was put through extensive testing including stressing with battery power only, ac power only, and both battery and ac power without duplicating the report. The auxiliary power connector was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs did not show any activity for the event date. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" error message and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.